Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated they may have rolled over the patient line with a cart and punctured the line. The air was about four feet from the end of the line. The patient would start over with new supplies. Proper procedure was reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.